Event description:
Medtronic received information that post implant of this bioprosthetic valved conduit, a replacement procedure was required due to rapid development of conduit stenosis (proximal and distal), with increased gradient measurements. A new medtronic valved conduit was successfully implanted and the patient was discharged from the hospital on post-operative day four. No adverse patient effects were reported. The explanted conduit was returned in pieces.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted several pieces of the conduit wall, conduit wall with leaflet remnants, one excised leaflet and pieces of host tissue were returned. The excised leaflet was slightly stiff but flexible with the edges appearing desiccated. Leaflet remnants remained attached to two large pieces of conduit wall. All existing leaflets appear slightly stiff but flexible except where the leaflet was adhered to the wall. Two partial commissures were observed with the existing leaflet remnants. Several pieces of pannus were received. Remnants of blue monofilament sutures remained attached to two pieces of pannus. Pannus remained attached to the outflow aspect of one of the large pieces, adhering to a partial leaflet. Pannus lined the inflow section of one large piece of the conduit wall extending over clusters of visible mineralization. Pannus remained attached to a few of the smaller pieces of the valved conduit wall. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the stenosis found was likely attributed to host tissue (pannus) overgrowth. Pannus overgrowth is associated with surgical bioprosthetic valve replacement due to patient interaction and/or healing response with the surgical valve. (B)(4).